Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 04/18/2011. An actual sample was received for evaluation. A visual inspection of the sample revealed the blister seal was open in two small segments and appeared to have been from tubing segments present during package sealing. The reported condition was confirmed. It was determined that this condition occurred during the packaging process due to a section of tubing protruding out of the pouch during the packaging sealing process. The root cause was undetermined; however, the manufacturing facility has provided awareness training for the packaging operators. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
The customer reported to baxter an unknown quantity of interlink system i.v. Catheter extension sets in which the tubing is lodged in the side of package making it unsterile. It is unknown when the condition was identified. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.